Manufacturer narrative:
Claim# (B)(4).

Event description:
A vector analysis was requested for the patient's left eye (os). Lens rotated 18 degrees clockwise after implantation. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim# (B)(4).